Manufacturer narrative:
The involved surgeon was contacted to request additional information about this event. The physician indicated that the patient was a (B)(6) year-old female. The surgeon could not provide product catalog or lot number information. Also, the medical professional informed that the patient was revised to arthodesis by "an outside surgeon as the patient lives remotely to (their) practice." As the surgeon could not provide product information, patient or explanting surgeon contact information or the circumstances surrounding the decision for removal and revision, a review of the quality and manufacturing records for the involved device (implant) lot could not be carried out, nor a patient impact assessment could be performed prior to this report. At the present time, the event could not be definitely confirmed. Should additional details be provided in the future, an update to this submission will be provided.

Event description:
Feedback received via medwatch report mw5085955. According to the information received from a surgeon, a patient underwent "revision of damaged/subsided implant with continued pain." According to the report, the device was implanted on (B)(6) 2017, following removal and revision on (B)(6) 2017 (approximately 10 months postoperative). No product catalog and lot number, explanting physician contact information, description of device damage, or patient clinical assessment, including revision performed, were made available.